Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received inappropriate anti-tachycardia pacing and shock which was the result of this right ventricular (rv) lead oversensing noise. An unspecified impedance issue was also observed with the system, although no measurements appeared to be out of range. The patient came back for testing and some noise could be reproduced but it was not recognized by the device. At this time the rv lead was reprogrammed and remains in service. There was speculation as to whether the rv lead was 'broken' but no further details were provided at this time. No adverse patient effects were reported.